Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that revision had not taken place and no further actions were taken to resolve the jolting and out of range contacts. The rep reported that the patient stated that with reprogramming it seemed to have settled down. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had been helping their partner up from where they had fallen on the floor a few weeks ago when they got a sudden jolt down their back and right leg. The jolt stopped within a few seconds, but after that they noticed their stimulation was not helping their foot pain. The patient still had some pain relief in the right hip, but stated that there were no other falls but they have to help their partner up and out of chairs quite frequently, which stress their back. The ins pocket is in the right flank, but subcutaneous over lower part of right rib cage. The shape of the ins can easily be palpated and area is very sore to touch. The patient requested a relocation. On (B)(6) 2018 an impedance check discovered 0,1,2,3,5, and 6 were all out of range. The 0-7 lead is the left lead. Electrodes 8-15 are all within normal limits. The patients pain is in the right hip leg and foot. There is no left side pain. Using already existing programs with electrodes 13 ,14,15 as +/-/- pw 360 rate 30 patient reported stim in right hip and right thigh to the knee. Widening the pulse width only increased strength of amplitude, bit did not spread down toward foot. Using targetstim a sweet spot was found. The patient reported paresthesia in right hip, thigh and down to toes after electrodes moved to 10,11 ,12. The patient was programmed with three more groups with one program similar to group a, but slightly different. A surgical revision request was sent for relocation of the ins pocket. No further complications were reported or anticipated.